Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, low impedance was noted on the rv lead. Patient was stable and will continue to be monitored.

Event description:
New information received notes that during the lead revision procedure, the externalized conductors was visually confirmed on the lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after procedure.

Event description:
Related manufacturer reference number: 2938836-2019-16673. New information received notes that when the patient presented in clinic for a follow up, a possible high voltage circuit damage was noted on the implantable cardioverter-defibrillator. Low impedance was observed on the right ventricular lead. No programming change were made. Lead replacement was discussed. The patient was stable before, during, and after the event.